Event description:
A market research chart review revealed a potential adverse event for therasphere with a hospital pharmacist reporting a pt who experienced lack of appetite, and gastrointestinal ulcers confirmed by endoscopy. This reported is being submitted due to the reported gastric ulcer which is a serious adverse event for therasphere.

Manufacturer narrative:
If a pt develops gi ulcers soon after a therasphere procedure, it is assumed they had inadvertent ectopic placement of beads to the gastrointestinal tract.